Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration on this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device data and found that this was due to the right atrial (ra) lead pacing impedance being greater than 3000 ohms, which was high out of range. Based on the impedance trend data, this had been up and down over the past few months. While in the unipolar configuration, there were inappropriate atrial tachy response (atr) episodes due to oversensing of muscle noise. Ts suggested in-office evaluation and reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this crt-p system remains in service.

Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration on this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device data and found that this was due to the right atrial (ra) lead pacing impedance being greater than 3000 ohms, which was high out of range. Based on the impedance trend data, this had been up and down over the past few months. While in the unipolar configuration, there were inappropriate atrial tachy response (atr) episodes due to oversensing of muscle noise. Ts suggested in-office evaluation and reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this crt-p system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.